Event description:
Reported that three female patients had used the biopatch dressing and experienced localized redness- all round (shape of biopatch) and itchiness with raised bumps. After removal of the product, it was improved immediately and resolution was completed within a few days. No additional treatment was required. There are three complaints initiated due to three separate patients involved.